Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during a visual inspection of the pump, a crack was observed on the side of the battery compartment, extending from the threads to the case seal. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no moisture corrosion was found inside the pump. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn and punctured. The audio bolus button responded appropriately during testing.